Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on 2019-jun-20. It was confirmed that the pump was replaced due to device longevity and the replacement was not related to the device or to a patient issue. It was reported that the current status of the pump was that it was replaced with a new pump. The broken collett was discarded at the time of surgery and as a result it would not be returned for analysis. No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2019-jul-06. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on (B)(6) 2019. It was reported that the patient's previous pump would not be returned as the pump was discarded by the surgical team. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-aug-2014, UDI#: (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 500 mcg/ml of gablofen at 500 mcg/ml via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2019, it was reported that the catheter collett broke during a pump replacement surgery. When the hcp was replacing the pump and removed it from the patient's pocket, the collett broke. No environmental/external/patient factors that might have led or contributed were reported. The hcp removed the broken collett and the catheter piece attached to it. A new accessory kit was opened so a new piece of catheter and collett could be utilized. The issue was considered resolved at the time of the event. No patient symptoms were reported. The patient's status at the time of the event was "alive-no injury". No further complications were reported.